Event description:
It was reported that the water trap (air filter) that is connected between the ventilator and the air compressor was broken. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the diss air filter (water trap) that is connected between the ventilator the compressed air source was broken. A visual inspection of the returned air filter did not show any anomalies. The diss air filter was mounted between the reference compressor and the reference ventilator. The filter didn¿t leak. Six days of simulated use test ventilation with compressed air via the air filter passed without any deficiency noted. A broken wall mount bracket was connected to the air filter upon return. This bracket is not a maquet product and is therefore not the subject of this investigation. The bracket manufacturer, allied healthcare products inc., has been informed. The conclusion in this matter is that the returned diss air filter worked without issues during the investigation. No filter malfunction was found.

Event description:
Manufacturer's ref #: (B)(4).